Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who called in looking for a physician who could manager their pump. The patient stated that they currently had saline in the pump because "there is something broken with the wiring." The agent asked if they meant the catheter and that patient stated that they did not know, but they were overdosed in (B)(6) 2024, so they put saline in the pump because they didn't want to do anything more to the pump.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial#: (B)(6), ubd: 10-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (5 mg/ml at 1.0 mg/day) via an implanted pump. It was reported that there was a higher than expected residual volume at a pump refill. A catheter dye study was attempted on (B)(6) 2024, but the catheter could not be aspirated, so no dye was pushed. The reservoir volume was also checked, and the expected volume was 14.4 ml, but the actual volume withdrawn was 19 ml. The pump logs were read, and no unusual events were seen. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A catheter revision was planned, but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.